Event description:
It was reported to philips that intermittently the system froze. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was freezing intermittently. Upon troubleshooting, the fse identified that the system host lags intermittently. To resolve the issue, the fse restored the system backup, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.